Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic examination of the returned device revealed that there was slight kinking and bending to the distal portion of the stabilizer and the stent was found to be deployed within the microcatheter shaft. It is probable that the stent was prematurely deployed within the proximal end of the microcatheter as the stent delivery system was being removed from the patient. Therefore, an assignable cause of anticipated procedural complication was assigned to the observed deployment.

Event description:
The analysis of the returned product (subject device) found that the stent was prematurely deployed within the microcatheter shaft. There was no clinical consequences to the patient.

Event description:
The analysis of the returned product (subject device) found that the stent was prematurely deployed within the microcatheter shaft. There was no clinical consequences to the patient.

Manufacturer narrative:
Further information received from the facility has indicated that the stent was deployed after the procedure outside the patient on the table. There was no premature deployment of the stent inside the patient. The physician did not take any action/ intervention due to this event. There was no reported permanent impairment of a body function or permanent damage to a body structure, no medical or surgical intervention to prevent permanent impairment of a body function or structure was performed and the event was not life threatening. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.